Event description:
It has been reported to philips that the wireless footswitch did not work. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a diagnosis procedure was performed when the issue happened. The procedure was completed by wired footswitch. A philips field service engineer (fse) inspected the system and identified the color of the battery indicator was green and there was an intermittent problem with the wireless connection and charger. To resolve the issue, customer is using the wired footswitch. The customer began using the wired footswitch instead. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction ((z-0476-2022) for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-06/23/2023-004-c, which addresses the causes associated with the reported malfunction.